Event description:
Complainant alleged that during inservice training by facility staff, the device's shock button was not functioning. The complainant indicted that there was no patient involvement in the reported failure.